Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was to be implanted in the biliopancreatic duct to treat a 3cm malignant tumor during a hepatobiliary and pancreatic procedure performed on (B)(6) 2024. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent was deployed; however, the stent moved out of its position and could not be secured in the intended position. The stent was removed using forceps and a different device was used to complete the procedure. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Block h11: a wallflex biliary stent and delivery system were received for analysis. Visual examination of the returned device found the stent fully covered by the outer sheath and undeployed and no damages were noted. The reported event of stent positioning issue cannot be confirmed as this event occurred during the procedure and it is not possible to replicate in the laboratory of analysis. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label. Additionally, stent positioning issue is noted within the IFU as possible adverse event associated with the use of the device. Taking all available information into consideration, the investigation concluded that the most probable root cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was to be implanted in the biliopancreatic duct to treat a 3cm malignant tumor during a hepatobiliary and pancreatic procedure performed on (B)(6), 2024. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent was deployed; however, the stent moved out of its position and could not be secured in the intended position. The stent was removed using forceps and a different device was used to complete the procedure. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.